Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# va138ln, implanted: (B)(6) 2016, product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that patient was scheduled for a revision procedure on 6/3/24.the device was still in use at this time of the response and would be returned to manufacturer after it is removed.

Event description:
Additional information was received from the manufacturer representative (rep). The rep reported that the cause of the high impedance was unknown. The rep stated the patient was contacted today ((B)(6) 2024) by the healthcare provider (hcp) as the patient would like to have a revision done in (B)(6) with their hcp. Rep is waiting to hear back from the hcp regarding surgery confirmation date.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the device was explanted due to testicular pain and returned. The patient was reimplanted with a new device.

Manufacturer narrative:
H3: analysis of the ins (s/n: (B)(6) revealed that the implantable neurostimulator (ins) was functional. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction. It was reported that patient came in for wellness check. Patient offered that last fall, they were in to see their provider with testicular pain. After multiple tests, it was determined that their ins device was what was causing the pain. Per the patient, they turned their device off and the pain went away. At this time, patient does not wish to have explanted or a revision done. Impedance check showed that is 0 & 2 was 4000, all other programs were within normal limits set by manufacturer. Battery showed: 91.8.